Manufacturer narrative:
(B)(4). Meddra preferred term codes: (B)(4) implant site nodule, (B)(4) inflammation. CAPA: the event is already addressed in the labeling. No corrective action is needed. Preventative action: the event is already addressed in the labeling. No preventive action is needed. Manufacturer narrative: sanofi confirms that no quality issues have been identified in the overall manufacturing process of sculptra lot a2057 which resulted to be conform to the cgmp and to the specifications requirements. Pharmacovigilance comment: a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may also have contributed to the events. The reported events are addressed in the label. The company has assessed this case as serious due to the performed surgical intervention. The case has been assessed to fulfill the criteria for regulatory reporting.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-apr-2016 by a physician which refers to a female aged in her 40's. This narrative is also based on follow-up information received on 15-apr-2016. No information about medical history, concomitant medication or history of allergies. The patient had previously received treatment with unspecified ha filler (area(s) treated and date of treatment not reported). The patient did not experience any adverse event after this treatment. On 3 occasions with 1 month intervals until (B)(6) 2013, the patient received treatment with sculptra (lot number a2057 and amounts unknown) with unknown needles and unknown techniques. According to the information received the treated areas seem to be forehead, zygomatic region, below eyes and nasolabial lines, it is not reported which areas were treated on which occasions. Approximately 16 months later, on an unknown date in (B)(6) 2014, the patient experienced injection site nodule (implant site nodule) at forehead and zygomatic region. On unknown days after treatment, on an unknown date, the patient experienced excessive immune reaction / swelling (inflammation) at unknown area. The physician thought the swelling was due to an excessive immune reaction after sculptra procedure. As corrective treatment the patient has been taking anti-inflammatory (diclofenac sodium) due to swelling. She is planned to get treatment with her swelling a week later. She has been treated over 1 year. However ae worsened and nodule site was expanded. Follow up information was received on 15-apr-2016 from physician via sales representative in (B)(6). The surgery was performed as scheduled on (B)(6) 2016. The nodule was removed with accusculpt and she additionally was treated with ulthera. Most of the nodule was removed and the patient has been taking a rest at her home. The patient's condition did not get better with the treatment defined in literatures and even got worse, so he assessed this case as a serious case and decided to undergo the surgery. This case was upgraded to serious by the reporter as the patient underwent the surgery. At the time of the report the outcome for injection site nodule was recovering/resolving. At the time of the report the outcome for excessive immune reaction / swelling was recovering/resolving. The reporter has assessed the injection site nodule (implant site nodule) as conditional / unclassified related to treatment with sculptra. The reporter has assessed the excessive immune reaction / swelling (inflammation) as conditional / unclassified related to treatment with sculptra. The company has assessed the injection site nodule (implant site nodule) as possible related to treatment with sculptra. The company has assessed the excessive immune reaction / swelling (inflammation) as possible related to treatment with sculptra.